Event description:
Pt was revised. During surgery visible metalosis was discovered in the tissue surrounding the tip.

Manufacturer narrative:
The devices associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The report states: patient was revised. During surgery visible metallosis was discovered in the tissue surrounding the hip. Doi: approx 2 years ago - dor: (B)(6) 2009. Update (B)(6) 2009 - complaint reopened because x-rays were received. Update (B)(4) 2010 - litigation papers were received. Part/lot numbers were identified and the complaint was updated. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.